Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip nt system components, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The gripper line break appears to be a secondary effect to the inability to remove the line, as the increased force used in attempt to remove the gripper line likely caused it to break. In addition, the reported patient effect of foreign body left in the patient appears to be a result of procedural conditions and due to the gripper line breaking during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper lines. It was reported that the initial mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4. There was no challenging anatomy noted and leaflet grasping was uneventful. One clip was implanted successfully. The lock line was removed successfully followed by an attempt to remove the gripper line, at which time the gripper line would not move. The grippers were raised to see if that would move the gripper line; however, this did not work. The clip delivery system was removed leaving the gripper lines hanging out of the steerable guide catheter (sgc). An 8fr multi-purpose catheter was advanced through which the gripper line was loaded. Plus was added to the sgc which was steered downward toward the valve successfully. The gripper line was moving freely; however, at this point the gripper line snapped. Approximately 1/4 of the gripper line remained in the clip. There was no reported adverse patient sequela or a clinically significant delay in the procedure. The final mr was grade 1 with a grade 3 gradient. No additional information was provided.